Event description:
Exchanging the system controller and modular cable resolved the alarms.

Manufacturer narrative:
G3 in previous report was incorrect; g3 should have been reported as 19feb2025. Manufacturer's investigation conclusion: no device-related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted. It was reported that the patient presented to clinic with a driveline power fault alarm. The system controller and modular cable were exchanged. Exchanging the system controller and modular cable resolved the alarms. See the modular cable investigation (2916596-2025-01363) and controller investigation (MFR 2916596-2025-01365) for further evaluation of the driveline power fault alarm. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic with a driveline power fault alarm. The system controller and modular cable were exchanged.